Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter was 353 mg/dl (ss) and 103 mg/dl (hcp) respectively (243% diff.). No symptoms were reported. There was no allegation of harm.